Event description:
Received IV meds via central line - which she had in for a few months. Admitted 2008. Developed symptoms of sepsis. Blood cultures drawn about 11 days later, one hour apart - both growing serratia marcescens. Dose or amount: 10ml, frequency: daily, route: IV. Dates of use: 2008. Diagnosis or reason for use: pulmonary fibrosis, bronchitis. Event abated after use stopped or dose reduced? Yes